Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser stated was in home and was transferring from chair to the toilet and then back into chair and when she put pressure on chair it felt different and unstable. Dealer advised back center metal cross frame broke at a bolt.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: standard wheelchairs. Frame, broken/cracked tubing. Tubing broken on x brace someone has tried to weld x brace together. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. One of the two cross braces that were returned was broken at the center hole for the bolt that attaches it to the other cross brace. There was evidence that an after-market attempt was made to weld the two cross braces together. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.'

Event description:
Dealer advised enduser stated was in home and was transferring from chair to the toilet and then back into chair and when she put pressure on chair it felt different and unstable. Dealer advised back center metal cross frame broke at a bolt.